Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient claimed that the battery was not working because it was dead. The event date was asked but unknown. On (B)(6) 2018, additional information was received from the same hcp. It was reported that the MRI was done but they had to send the patient to another facility where there was compatible equipment to conduct the MRI. MRI was done after they got the confirmation that the MRI could be performed as long as the device was not functioning. Patient did mention that he was going to have the battery replaced as it had been implanted for a while. Patient's weight information was provided. No symptoms were reported and no further complications were reported/anticipated.